Event description:
During procedure, the fluency stent was advanced to the site of deployment, but the stent would not deploy. It was stuck, so it was removed and another stent was used and advanced without difficulty over the wire. There was no injury to the patient.